Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant, while implanting the left ventricular (lv) lead the insulation on the lead was damaged. A new lv lead was implanted. The patient was stable throughout.